Manufacturer narrative:
(B)(4). Device power up properly after battery installation. Device received with operating currents within spec. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump error alarm (variable 3) confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly.

Event description:
It was reported that insulin pump had crack in case and reservoir compartment. Customer¿s blood glucose was unknown. Insulin pump will be returned for analysis. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.